Manufacturer narrative:
G4: 16sep2019, b4: 23sep2019. A power switch overlay was returned for analysis. An investigation was performed and the power on green light emitting diode (led) detached from the trace not making contact on the power switch overlay created the power on green led not to illuminate. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 04june2019. Pse evaluated the unit and confirmed the power switch led had illumination failure. Pse replaced the unit's power switch overlay to resolve the reported issue.

Event description:
Manufacturer's product support engineer (pse) contacted technical support (ts) stating that unit had led indicator failure. The pse reported there was no patient involvement.